Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain and spinal pain indications. It was reported that the patient had a catheter revision on (B)(6) 2022 and at this time they programmed the pump to minimum rate mode due to the concentration being too high to program to the lowest simple continuous infusion. The rep stated that they are going to at some time lower the concentration to achieve a lower simple continuous dose. The rep stated that since this time the patient has had increased pain, nausea, and vomiting. The rep checked the pump logs on (B)(6) 2022 which showed no alarms. Discussed questioning the fact that the patient was getting some therapy before they programmed the pump to minimum rate mode which abruptly decreased the dose. Additional information received from a company representative (rep) clarified that there were no device issues. The cause of the patient's symptoms (increased pain, nausea, vomiting) was not determined; however, determined to be unrelated to the medtronic therapy. It was noted that the rep was instructed by the patient¿s managing physician to place this on minimum rate. It was unknown if there were any external/environmental/patient factors that may have caused or contributed to the patient's symptoms. It was unknown if any actions/interventions were taken to resolve the patient's symptoms. It was noted that it was unknown if the issue has been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8781; serial#: (B)(4); implanted: (B)(6) 2019. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 17-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.